Manufacturer narrative:
Retain testing was performed on the impacted lot and all results were within acceptance criteria. Mesa continues to track, trend, CAPA assigned, and react to customer complaints. No adverse event occurred. The manufacturer has not confirmed that the device malfunctioned. Information reported by user is being reported as required by 21 cfr 803.

Event description:
Customer report of false postives. Information reported by user is being reported as required by 21 cfr 803.